Manufacturer narrative:
H4: the lot was manufactured january 22, 2019 - january 23, 2019. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and observed that the fill part cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor was missing. This was identified before use. There was no patient involvement. No additional information is available.